Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pyxis does not allow medication to be pulled due to comm sled was removed from base mount. The field service engineer reseated comm sled. The communication errors were due to clients switching failure not a medstation failure. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had hardware damaged. The customer stated that they retrieved the required medications from other available stations and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.